Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The reported blood glucose at the time of the call was 212 mg/dl. It was stated that the customer has only been using her abdomen for insulin injections since 2007. The doctor wanted to deliver a bolus using the insulin pump, and monitor the customer. Advised the doctor that the customer should change the entire infusion set before bolusing. It was stated that the customer would be calling back to complete the troubleshooting, as she just arrived in the emergency room. Nothing further was reported.